Event description:
On 1/29/2024, it was reported by a sales representative via email that an ar-2923bc suture anchor, biocomposite pushlock, had an issue. During an anterior bankart repair on (B)(6)2024, the surgeon drilled a tunnel using a ar-2923ds and passed the labral tape around the labrum using a lasso. The anchor was loaded with the labral tape, and when he was sliding it down the cannula, we noticed that the eyelet had a slit at the end of it and the suture was escaping. It was taken out and inspected, and the distal end of the eyelet had a small crack. Another ar-2923bc (lot: 15126302) was opened to finish the repair. Additional information received on 2/14/2024: the case was delayed approximately one to two minutes while a new ar-2923bc biocomposite pushlock was grabbed to complete the case. There were no broken fragments, and the case was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error, specifically, misaligning the insertion and/or applying excessive force during insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.